Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that for quite some time he patient have been going to the bathroom more often. The patient stated that they have been trying things with their healthcare professional to make changes. The patient stated that they went to check the implant a few days ago and they saw a call your doctor screen. The caller was uncertain what the code was. The caller stated that they have a doctor's appointment tomorrow and will follow up if needed. The patient was redirected to their healthcare professional to discuss the power on reset (por). No further patient complications are anticipated or expected as a result of this event.